Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The product was discarded by the user, therefore no product investigation could be performed. A retain sample was investigated and the DHR was reviewed, but both did not reveal any non-conformities relevant to the reported issue. The user explained that he forced the removal of the guidewire, which led to the damage of the catheter. It is not known what exactly led to the mentioned resistance in the catheter tubing. Even root cause could not be determined, several reasons could be seen as the root cause (e.g. A blood clot), but a deficiency of the catheter itself is regarded as very unlikely since the catheter and guidewire could be introduced without problems and no deficiency has been detected when unpacking. No further complaints were received for this batch so far. The IFU recommends that the guide wire and catheter are to be removed simultaneously, if resistance is encountered. Please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(4). 45 barbour pond road wayne, new jersey 07470.

Manufacturer narrative:
Further information surrounding the event has been sought. The involved guidewire has been discarded by the user. Investigation is ongoing at the moment. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
It was reported that during retraction of the guide wire, the guide wire got stuck inside the catheter. During complete removal with force the catheter got damaged. There were no clinical consequences for the patient. (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Changed single use device that was reused on a patient? To no which had been accidently noted as yes on the initial report and not corrected on the # 1 follow-up reprt that was submitted. (B)(4) (exemption number e2018007). Contact: (B)(6).